Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4)- no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported the ventricular lead impedance dropped from 540 to 360 ohms, but had been steady at 360 ohms. Lead thresholds on both the atrial and ventricular leads had been over 2.5v. The ventricular lead was capped and replaced with a competitor lead. The atrial lead remains in use because sensing functions were intact and "patient does not atrially pace often." Physician electively replaced device as it was nearing elective replacement indicator and patient had complete av (atrioventricular) block. No patient complications were reported as a result of this event. Later reported by mother that at each device check, the battery showed as depleting. She also reported "it was medtronic's malfunctioning lead" that was an issue.

Event description:
It was reported the ventricular lead impedance dropped from 540 to 360 ohms, but had been steady at 360 ohms. Lead thresholds on both the atrial and ventricular leads had been over 2.5v. The ventricular lead was capped and replaced with a competitor lead. The atrial lead remains in use because sensing functions were intact and "patient does not atrially pace often." No patient complications were reported as a result of this event.

Event description:
It was reported the ventricular lead impedance dropped from 540 to 360 ohms, but had been steady at 360 ohms. Lead thresholds on both the atrial and ventricular leads had been over 2.5v. The ventricular lead was capped and replaced with a competitor lead. The atrial lead remains in use. No patient complications were reported as a result of this event.